Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to the hospital due concerns of thrombus within the outflow cannula. Cta noted a thrombus formation inside the cannula with over 50% luminal narrowing. Log file analysis noted multiple pi events and a downward trend in power/flow readings. No further information was reported.

Manufacturer narrative:
Additional information. Manufacturer¿s investigation conclusion the report of suspected outflow cannula thrombus could not be confirmed through this evaluation as no photographs/scans were provided and the device remains in use. The submitted log file contained data from 12dec2019 through 15jan2020. Pump power and calculated flow ranged from 4.0-5.3 watts and 3.4-6.0 lpm, respectively. Overall, there was a very slight downward trend in pump power and calculated flow observed at the end of log file, primarily on 15jan2020. No atypical alarms or events were noted. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. Although the suspected thrombus could not be confirmed through this evaluation; it could have contributed to the slight downward trend in pump power/flow observed in the submitted log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.